Event description:
The affiliate repored: dear colleagues, please not that our sales rep reported the complaint directly via synergy. Complaint description: the microsensor showed negative illogical values, they controlled the position, but it was ok. Thus they changed the sensor. Additional information from the affiliate stated that the same access was used. There was no delay in surgery greater than 30 minutes. The patient is fine.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: received catheter taped to connector. Suture attached to catheter material. Multiple severe kinks along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 02/14/2013. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this or similar complaints.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.